Manufacturer narrative:
Visual evaluation of the returned device found that the handle cannula was detached, and the handle cannula had marks from the handle assembly process performed during manufacturing. Also, the internal surface of the finger ring was checked and one edge of the internal groove is damaged. Functional evaluation could not be performed due to the condition of the returned device. The complaint was confirmed; the handle cannula was detached. However, review and analysis of all available information failed to indicate a root cause or probable root cause for this event. There is an investigation in place to address this issue. The device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the handle cannula detached from the handle of the device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the handle cannula detached from the handle of the device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event handle cannula detached. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.